Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, there was a defective hinge. No further information. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was there an issue with opening and closing the jaws of the device? Yes. Could the jaws not close when the handle was actuated? No they were closed. Could the jaws not open when the handle was actuated? Yes. They would not open. The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.